Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned for evaluation, however review of the provided images confirmed that the balseal spring component was missing from the trial, and the balseal was implanted inside the patient. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon completed the lt tka replacement. Surgeon and sales rep took a close look at the x-ray to try and identify a small object. After inspection, it was confirmed that a spring off of the attune trial insert was missing. The surgeon on the phone removed the trial insert after the trial reduction using the black inserter extractor, that the pa put the extractor in-between the insert trial and the shim, not underneath the shim. The surgeon also thought that the insert made a "louder noise" than usual when it came out. The knee was tight in flexion.